Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-1927bcf-45 batch 15105166 was received for investigation. The visual evaluation revealed that the bio screw was broken off. A functional testing was not performed due to the damaged to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during use.

Event description:
On 04/15/2024, it was reported by an arthrex subsidiary employee via email that an ar-1927bcf-45 biocomposite-corkscrew ft anchor broke during insertion. All the broken fragments were removed successfully. Later, when using an ar-4501 meniscal cinch ii, the second anchor did not deploy. All the fragments were removed, and another ar-4501 meniscal cinch ii was opened. However, the second anchor did not deploy either. A third meniscal cinch ii was used to complete the repair. This was discovered during a left knee ligament reconstruction procedure on (B)(6) 2024. The patient suffered no negative effects. Additional information received on 4/29/2024: after the ar-1927bcf-45 biocomposite-corkscrew ft broke, a new one from a different lot number was used to complete the case. This was discovered during a mild osteoporosis procedure. The case was not delayed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.